Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted product was not released by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from the date manufacturer was made aware.

Event description:
It was reported that the patients battery was dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted product was not released by the hospital.